Event description:
The customer alleged that the unit stopped cycling and did not alarm. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could not duplicate the alleged event. The unit passed extended self-testing. The filter heater receptacle was found to be damaged and not heating. No parts were replaced. A third party company is contracted for maintenance and repairs of the unit. No malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.